Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has audio issue. The customer¿s blood glucose was unknown. The audio issue was confirmed during the call. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received stuck in critical pump error (open book image) due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify audio/vibrate/absence of alarm anomalies due to critical pump errors. Unit received with corroded force sensor assembly and moisture damage on motor assembly.